Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; upper and lower cases are broken and the ventricular output connector is also broken. Analysis also found the ring cover is broken. Side bail covers, side bails and ring bail are missing. Battery contacts are compressed and the serial number label is torn.

Event description:
It was reported that the external pulse generator had a broken case and a broken ventricular lead connector. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.